Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ca 19-9 immunoassay on an unknown elecsys analyzer. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted as 51.42 u/ml. The sample was repeated, resulting as 39.34 u/ml. The sample was diluted and repeated several times using several different dilution factors. The following results were obtained with these dilutions: x400 = 604.9 u/ml, x4000 = 5343 u/ml, x5000 = 14500 u/ml, x5000= 5920 u/ml, x50000 = 55200 u/ml, x200000 = 208600 u/ml, x2000000 = 2345000 u/ml. The customer did not know which result was correct. The patient was not adversely affected. It was asked, but it is not known what the model and serial number of the used elecsys analyzer were. A specific root cause could not be determined based on the information available. Information required for the investigation was requested, but not provided. Dilution results from the sample are invalid since the concentration of the diluted sample (raw value) must be > 50 u/ml according to product labeling.